Event description:
It was reported that there is an error message displaying when trying to burn a cd that states can't access, file is being used. This is not indicative of a reportable event. On the previous day, they could not display a voltage map once it was built. The map had shown where the scar was originally. When they reopened the map after making another lat map, the color bar scale was stuck and showed the scar in a different place. They were unable to move the bar so they had to make another voltage map. A new map displayed scar that shouldn't not have been there.

Manufacturer narrative:
(B)(6).